Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. .

Event description:
It was reported that one day post implant, this right atrial lead was repositioned for an unknown reason. No product allegations have been received at this time. No additional adverse patient effects were reported. This ra lead remain in-service.